Event description:
Upon interrogation, high impedance was observed on the patient's device. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received from the patient's neurosurgery department indicating that the patient's previous visit showed images that all leads were intact. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that this patient received a generator replacement due to the reported high impedance and no lead replacement. The lead pin had some type of corrosion on it and therefore the surgeon cleaned and scrubbed it well and upon insertion to new generator diagnostics were performed and a normal impedance value was achieved. The generator has been received by the manufacturer and analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
The generator underwent product analysis and various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrated that accurate resistance measurements were obtained in all instances. The generator performed according to functional specifications. The battery measured 3.045 volts indicating an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.